Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6)2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump was explanted due to an infection. It was reported that the patient was now ready to have a new pump implanted.

Manufacturer narrative:
Cocomitant medical product: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted:(B)(6) 2020, product type: catheter. H3: analysis of the pump revealed a failed lab dispense test that was above specification during 1 of 4 tests. The returned pump was interrogated and as per the logs baclofen with concentration 2000.0 mcg/ml was being administered at a dose rate of 295.9 mcg/day as of (B)(6) 2020. H6: the conclusion code 22 pertains to the report of erosion and the conclusion code 4315 pertains to the analysis finding. The previously applied device code c76126 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-14, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (unknown do se and concentration) via an implantable pump for an unknown indication for use. It was reported the patient had erosion at their pump site (no infection noted). The pump was removed on (B)(6) 2020 to heal with the plan to replace in the future. Contributing factors to the event include patient weight loss. The issue was resolved at the time of this report. The patient's status was alive; no injury.